Event description:
It was reported to MFR that after a carotid cavernous fistula was properly occluded by the balloon, the balloon ruptured a few days later. Through a follow-up by a co rep in 2000, the physician stated that there was no complication for the pt, who was in good condition.